Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a air bubbles anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to transfer him to 24 hour helpline, but states, he will call back later on, he had to leave to a doctor appointment.